Event description:
Report received from an abbott international affiliate which states, "the incident occurred in the intensive care unit. A pt was receiving a dopamine infusion via a 3 station manifold and central line. The nurse observed a leakage of solution on the sheets. The leak came from the 1st docking station where the dopamine was installed. She changed the stopcock, the second manifold leaked as well. The manifold was replaced and the leakage did not recur. Pt required blood sugar testing and blood pressure monitoring every 15 minutes after the incident." No futher information was provided. Although requested, no additional information has become available.